Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found an occlusion in tubing at diff mix chamber. He replaced the tubing and the instrument ran without any diff issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed differential, diff, results out of range on quality control from a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.